Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (66-77 mg/dl). Juice, food and a temporary basal rate reduction was set for 1.5 hours to address the bg level. Troubleshooting was performed and no issues were identified with the pump settings. The contact was concerned that the pump was delivering too much insulin. Currently a temporary basal rate was set for 80% and appears to be "working" and the contact was to look into reducing the basal rate. A tandem clinical diabetes specialist advised the contact to discuss the setting change with a healthcare provider. Although requested, no additional information was provided.